Event description:
This is filed to report a flailed chord. It was reported that a patient presented with grade 4 functional mitral regurgitaion (mr), a dilated left atrium, and a dilated annulus. During a mitraclip procedure, a total of three mitraclips were implanted. The second xtw clip was implanted on a2p2, and lateral to the first clip. A third clip was positioned medial to the first. Upon deployment an increase of mr was noted on the lateral side where the second clip was implanted, and what appeared to be a flailed chord. The physicians decided to stop at that time and let the clips endothelialize. The mr was reduced to grade 3. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.